Event description:
It was reported that the 9800 system displays a low/hi ma errors and the mag one cones down. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction confirmed. Recalibrated the filament, reseated loose connection at the image intensifier (ii) and ordered replacement parts to address the mag mode issue. The system was tested and found to be working as intended and placed back into service.